Event description:
A healthcare facility in (B) (6) reported via fisher & paykel healthcare's us office that the rd900aeu neopuff infant resuscitator failed valve testing. The biomedical engineer at the facility further reported that air could be heard leaking from the device. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The rd900aeu infant neopuff resuscitator is currently en route to fisher & paykel healthcare for investigation. We will provide a follow-up report with our findings upon receipt of the complaint device and completion of the investigation.